Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient with a kommerell diverticul in a lusoria artery underwent a procedure with reimplantation of the right subclavian artery (lusoria artery) into the right carotid artery with ligation of the lusoria stump prior to the implantation of a zta-p-36-113 that was placed with proximal landing in zone 3 with proximal neck length of 15 mm. On the 1 month follow up CT scan a type 2 endoleak was reported and the site indicated that the location was ¿diverticule.¿ it has not been possible to obtain further information about this endoleak on the 3-year follow up scan the CT revealed a type 1a endoleak into the aneurysmal area of the origin of the abnormal birth of the right subclavian. The aneurysmal area was at that point 20 mm in diameter, on the 4-year follow up CT scan the aneurysmal area had grown to 24 mm in diameter. Due to the age of the patient and the complexity of the lesion it was decided to do monitor the endoleak. Review of the device history record gave no indication of the device being produced out of specification. The instructions for use sent with this device states that it is intended for endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and with a proximal landing zone of at least 20 mm. Based on the reported information the likely cause for this event is related to use error as the landing zone is shorter than recommended. Furthermore it is noted that the device is used for a patient with kommerell diverticul in a lusoria artery which is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: type 1a endoleak with diverticule is reinjected. The patient was diagnosed with thoracic aortic aneurysm (taa) and that was the primary tevar indication. The patient had no symptoms and was categorized as an asa class 3 patient. CT performed prior to study procedure revealed the proximal neck diameter was 26 mm and the proximal neck length was 15 mm. On (B)(6) 2016 (the day of study procedure), the patient had an additional procedure performed. The site described the procedure with the following comment: ¿right carotid endarteriectomy with reimplantation of right subclavian artery (diverticule de kommerel).¿ the site also indicated that this occurred prior study procedure, not during the procedure. There was no endoleaks, false lumen, additional technical observations or device integrity issues observed after the implant procedure. The proximal zone of stent graft implantation was zone 3. Endoleak type iii (graft overlap joint) in custom made fenestrated/branched device and right renal stent. On (B)(6) 2016, during the index procedure, the patient received this cook devices ¿ lot# e3506675 catalog# zta-p-36-113 ¿ proximal component. No adverse events observed during the implant procedure. No endoleak left uncorrected, no false lumen perfusion, no evidence-collapse of proximal component and no additional technical observation were observed after the procedure. On (B)(6) 2017 (54 days post-procedure) the patient had a 1 month follow up CT scan performed. It revealed a maximum aneurysm/dissection/ulcer diameter of 20 mm. A total length of covered aorta 113 mm. The CT revealed a type 2 endoleak and the site indicated that the location was ¿diverticule.¿ there was no evidence of false lumen perfusion. No evidence of stent graft migration. No evidence of collapse of the proximal component. On (B)(6) 2019 (1116 days post-procedure) the patient had a 3 year follow up CT scan performed. The maximum aneurysm/dissection/ulcer diameter was 20 mm and the total length of covered aorta 113 mm. The CT revealed a type 1a endoleak and the site indicated the location with following comment: ¿diverticule is reinjected.¿ there was no evidence of false lumen perfusion. No evidence of stent graft migration. No evidence of collapse of the proximal component. On (B)(6) 2019 (1117 days post-procedure) the patient had an event of endoleak type 1. The event was not treated, but the site indicated that this was a sae (serious adverse event) with the following explanation: ¿the mekel diverticul is reinjected and his diameter can be progress with a risk of rupture.¿ on (B)(6) 2020 (1386 days post-procedure) the patient had a 4-year follow up CT scan performed. The maximum aneurysm/dissection/ulcer diameter was 24 mm and the total length of covered aorta 113 mm. The CT revealed a type 1a endoleak and the site indicated the location with following comment: ¿diverticule is reinjected.¿ this was the same endoleak as seen on the previous CT scan. Patient outcome: the patient remains in the study and follows the study program.